Manufacturer narrative:
Baxter's quality assurance dept has reviewed proper procedures with the home patient in addition to referring them to their nurse for local procedures.

Event description:
A home patient contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during her automated peritoneal dialysis therapy. Per initial report, the patient disconnected her transfer set from the patient line of the homechoice set without pausing therapy. Baxter's technical service ctr assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.